Manufacturer narrative:
Intuitive surgical inc. (Isi) received the distal set-up joint (dsuj) for failure analysis investigation. The dsuj was analyzed and errors were found to be pointing to the suj. Upon visual inspection, and issues were found that would be related to the reported event. The unit was installed onto a golden system where no errors were triggered and performed as expected. The unit was then installed onto a patient side cart fixture test platform (pftp) where it passed all tests. The usm was also analyzed in failure analysis. The reported issue was able to be confirmed but not replicated. In artemis, the 23000 error was found indicating fault on the pitch searchlight sensor, confirming the fault occurred in the field. Upon visual inspection, no issues were found that would be related to the reported event. The usm was installed onto a golden system where the component functioned as expected. The usm was then installed onto a patient side cart fixture.

Event description:
Refer to h11 for follow-up information.

Event description:
It was reported that after a da vinci-assisted malignant hysterectomy surgical procedure, user informed the technical support engineer (tse) that an error code 23000 appeared when the patient cart was powered on in standalone mode and that power cycling did not resolve the issue. The user called back to report that when the entire system was powered on, the error did not recur. The procedure was completed using the same system configuration without further issues. No known impact or patient consequence was reported.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse went on-site and replaced the universal surgical manipulator (usm) 3 and distal set-up joint (dsuj). The system was verified and ready for use. Intuitive surgical, inc. (Isi) has received the units; however, failure analysis is still ongoing. Additional information is being gathered to determine the contribution of the device to the customer reported issue.